Event description:
It was reported that the 9900 system locked up during a case. Rebooting was required to clear the problem. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation, the system was working as intended at start of service. However, a proactive measure replaced the generator interface board (gib) and loaded rebuilt node. The system was tested and found to be working as intended and placed back into service.